Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing was kinked on (B)(6) 2024. Blood gucose level was 66 mg/dl at the time of event. No further information available.